Event description:
It was reported by the clinic that the patient's remote monitor is no longer working. It was also reported that the monitor has transmitted in the past. The clinic was referred to patient services for assistance. No patient complications have been reported as a result of this event.

Event description:
It was reported by the clinic that the patient's remote monitor is no longer working. It was also reported that the monitor has transmitted in the past. The clinic was referred to patient services for assistance. No patient complications have been reported as a result of this event. It was further reported that the monitor had been returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found corrosion in the battery compartment. Also, the unit was unable to power up with the batteries that were returned with the device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.